Event description:
The manufacturer received information alleging a ventilator was alarming for a low minute ventilation alarm condition. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. "Service required" alarm conditions and failed test steps were observed. The evaluation is still ongoing. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a low minute ventilation alarm condition, "service required" alarm conditions and failed test steps were observed. Upon completion of the evaluation of the device at the manufacturer's service center, the customer's complaint of a low minute ventilation alarm was not duplicated. There were service required alarm conditions found and the device failed test steps during testing. The device was found to be contaminated with a white powder. The device's sensor board, tubing kit and overhead blower filter were replaced to address the issues.